Event description:
User facility reports a cracked avf luer connector which resulted in ebl= 45 cc. Pt was recannulated with a new needle to resume treatment. No pt injury or need for medical intervention is reported.